Event description:
It was reported the patient's ((B)(6)) lead was explanted and replaced due to ineffective therapy relief. Diagnostic tests taken prior to the procedure revealed impedance issues for several lead contacts. Following its extraction, noticeable breakage of the lead was observed. Effective therapy was recaptured for the patient following the procedure.

Manufacturer narrative:
Evaluation: results: complaint was confirmed for "invalid impedance." As received the lamitrode s8 was incomplete (the terminal end was missing). The returned lamitrode had a missing second (2nd) from the paddle. Also the lamitrode s8 indicator bend was damaged, exposed wires were observed. Visual inspection of the lamitrode revealed an electrocautery marks at 10 cm from the stimulation end, a kink (fracture) with all wires broken at approximately 21.5 cm from the stimulation end and a cam impression mark at 25 cm from the stimulation end. The compression mark on the lamitrode lead body is consistent with the use of a swift lock anchor. The distance from the compression mark to the kink/broken wires were measured to be approximately 35mm. The broken wires were consistent with damage caused by the distal end of a swift lock anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.